Event description:
It was reported that on (B)(6) 2003 patient was admitted through the ER with exacerbation of acute back pain for pain control. Per medical records bone scan was normal, MRI showed herniated disc l4-5 laterizing to the right and degenerative changes at l3-4. On (B)(6) 2003 MRI of the lumbar spine without contrast indicates mild broad-based bulging disc at the l4-l5 level abutting the thecal sac but does not encroach upon the neural canal, a small bulging disc at the l5-s1 level abutting the thecal sac but does not encroach the neural canal, degenerative disc disease of the 4th disc with mild narrowing and a small hemangioma of l3. 6/16/03 patient present with complaints of herniated disc, lumbar spondylosis, l4-5 with lateral recess stenosis. Per medical records patient underwent surgical intervention. ¿right tlif at l4-5 with hydrasorb cage, local bone and infuse-impregnated sponge; plf at l4-5 with screws, rods anterior/posterior lumbar fusion, right l4-5 transforaminal interbody fusion with hydrasorb cage, morcellated local bone and infuse impregnated bmp sponge, l4-5 posterolateral fusion and segmental fixation with transpedicular screws and interconnecting rods.¿ patient in stable condition. Portable chest ap demonstrates no active disease and catheter placement, and jackson pratt drain placed on right side in the decompression cavity and brought out through a separate stab wound incision.¿ on (B)(6) 2003 patient presents for evaluation for the revision of pedicle screw due to ¿loose pedicle screw.¿ on (B)(6) 2003, patient underwent pedicle screw revision l4 due to hardware failure. On (B)(6) 2012 patient presented for CT of lumbar spine without contrast due to back pain. Per medical records ¿CT l-spine - osseous incorporation along the posterior aspect of l4-5 vertebral bodies, although largely no significant osseous fusion identified, l4-5, l5-s1 endplate osteophyte formation and facet arthropathy resulting in neural foraminal narrowing, CT of the soft tissue of the neck indicates mucosal cyst or polyp in the bilateral maxillary sinuses up to 2.8 cm on the right.¿ on (B)(6) 2012 patient presented with complaints of neck pain and severe headaches along with speech problems. Per medical records MRI of the spine was done and indicated ¿no evidence of an acute infarct, minimal chronic microvascular ischemic changes with the supratentorial white matter. MRI of the cervical spine without contrast also done indicates mild multi-level degenerative spondylosis, minimal c4-5 and c5-6 central spinal canal stenosis, minor right ventral cord deformity at c5-6, dorsal spondylotic ridge eccentric left at c6-7 causes minor left ventral cord flattening without causing central spinal canal stenosis, multi-level foraminal stenosis and mild facet hypertrophy. On (B)(6) 2012 patient presented for eeg which indicated noth normal background 9 to 10 hz activity, no focal slowing, no activity.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.